Manufacturer narrative:
Additional/changed and/or corrected data: h.6 a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Health professional reported that a patient was injected in the cheek with 2 ml of juvéderm voluma® xc. After the injection, the patient exercised at the gym against directions. The next day, the filler "travelled up to the temple" and "necrosis" had set in. The patient's vein was reported to be "black." The injector denied necrosis and described the event as ¿decreased skin perfusion and mottling¿ as well as ¿blanching of skin in vascular distribution left temporal area.¿ the etiology was noted as ¿uncertain, vessel spasm versus possible embolization.¿ patient has been treated with aspirin, and with 3 rounds of hylenex and cialis the next day the ER. The event events have ¿almost¿ resolved.

Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted.

Event description:
Health professional reported that a patient was injected in the cheek with 2 ml of juvéderm voluma® xc. After the injection, the patient exercised at the gym against directions. The next day, the filler "travelled up to the temple" and "necrosis" had set in. The patient's vein was reported to be "black." The injector denied necrosis and described the event as ¿decreased skin perfusion and mottling¿ as well as ¿blanching of skin in vascular distribution left temporal area.¿ the etiology was noted as ¿uncertain, vessel spasm versus possible embolization.¿ patient has been treated with aspirin, and with 3 rounds of hylenex and cialis the next day the ER. The events have ¿almost¿ resolved.